Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer overheated. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; no overheat issue was observed. However, a cross-linked file was observed in the programmer logs. This cross-linked file was due to data drive corruption. Analysis also found the system fan was noisy and the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.